Manufacturer narrative:
No product was returned for evaluation. No product malfunction was alleged. No product lot number was reported therefore no lot release records were reviewed.

Event description:
It was reported that a patient died at home on (B)(6) 2019. The cause of death is not clear as the person reporting the case did not have much information of the event, but stated it was possibly a heart attack.